Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients anchor was protruding and was suspected to be broken causing the leads to protrude out.